Event description:
During a surgical procedure it was found that the device was unraveling from the bottom and falling apart. Small piece of the scope was found in the pt during a procedure, no injury to the pt.

Manufacturer narrative:
During investigation gyrus acmi found pieces of the biothane missing/cracked off/cracking from the distal end side and shaft cover side causing the thread assembly to be exposed and biothane to leak. Gyrus acmi was unable to determine what cause the cracks/cracking on the biothane. In addition, there is 2 broken fibers on the image. The broken fibers is most probable due to the biothane leak.